Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿the umbilical catheter disengaged from the valve when the patient was transferred from his incubator to his mother ¿. The product in use at the time is reported to be a mz1000 from lot 24025826. Further correspondence from the customer stated that, during the incident the product was connected to an umbilical catheter 4fr 40cm with ref (B)(4) and lot 071123gd from vygon. The separation occurred between the ktvo and the anti-reflux valve. In addition, the customer stated that the incident occurred after 5 days of infusion and there were no warning signs, pressures were within norms and leakage was also not noticed before the incident. The infusion rate had just been reduced in preparation for an afternoon withdrawal when they noticed that ktvo got disconnected from the valve when the baby was being transferred from its incubator to its mother, just as it was about to be placed skin-to-skin. The line fell off and the end of the ktvo was in the open air, even before the baby was placed on its mother. After disconnection, there was an immediate return of blood along with the perfusion product on the ktvo side but not on the valve side. There were no damages observed with the product. The medications under infusion were numetah, soluvit, junimin, vitalipid, and caffeine. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025826 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 product in the past 12 months.

Event description:
It was reported that bd maxzero needleless connector separated the following information was received by the initial reporter with the following. Users reported that the umbilical catheter disengaged from the valve when the patient was transferred from his incubator to his mother. The line was maintained during the transfer, with no tension or pulling on it. I